Manufacturer narrative:
The pod was returned fully deployed. No bends or kinks of the exposed portion of the soft cannula were observed. No abnormalities were found in the pod data. No problem was found. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to 345 mg/dl, while wearing the pod between 4 and 24 hours. When the pod was removed from the arm, the pod¿s cannula was found to be bent. Treatment details were not provided.